Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, he has been having issues with the insulin pump rewinding. Customer stated initially he thought it was an issue with the batteries as the device continuously alarmed low battery. Customer then device to buy new batteries and issues persisted. Customer stated the device would rewind, reach the back, and then it would continue rewind. Customer will press the act button and device will alarm rewinding please wait and the piston would not move until the customer pushed on it. Customer states the issue has been occurring for a couple of months and it occurred with the battery issue. Customer's blood glucose has been between 90 to 200 mg/dl. Customer declined further troubleshooting. Customer is returning the device for analysis.

Manufacturer narrative:
The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No rewind or unexpected pump reset anomalies were noted. The pump passed the self test, unexpected restart and all operating current measurements. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.